Event description:
As noted in the publication by shintani et al clinical outcomes of smart versus luminexx nitinol stent implantation for aortoiliac artery disease: a propensity score-matched multicenter study, angiology (2015); during the perioperative time period, there were 3 cases of blue toe/distal emboli, 2 cases of emergency surgery and 2 deaths. During the 1-year follow-up period, there were 76 cases of restenosis/repeat revascularization in the smart stent group of the study. During the 2-year follow-up period, there were 151 cases of restenosis/repeat revascularization in the smart group of the study. During the 3-year follow-up period, there were 200 cases of restenosis/repeat revascularization in the smart stent group of the study.

Manufacturer narrative:
This article was found during a recent clinical evaluation review/literature search of this device. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. Device details such as catalog and lot numbers are also not known but the devices involved are smart controls tents. The citation is as follows: shintani et al clinical outcomes of smart versus luminexx nitinol stent implantation for aortoiliac artery disease: a propensity score-matched multicenter study, angiology (2015). This report represents notification of of 2 cases of death.. Additional information is pending and will be submitted within 30 days upon receipt. This is one of 6 reports involved with the reported events and are associated with manufacturer report numbers 9616099-2015-00044, 9616099-2015-00045, 9616099-2015-00046, 9616099-2015-00048, 9616099-2015-00049 and 9616099-2015-00050.

Manufacturer narrative:
As noted in the publication by shintani et al clinical outcomes of smart versus luminexx nitinol stent implantation for aortoiliac artery disease: a propensity score-matched multicenter study, angiology (2015); during the perioperative time period, there were 3 cases of blue toe/distal emboli, 2 cases of emergency surgery and 2 deaths. During the 1-year follow-up period, there were 76 cases of restenosis/repeat revascularization in the smart stent group of the study. During the 2-year follow-up period, there were 151 cases of restenosis/repeat revascularization in the smart group of the study. During the 3-year follow-up period, (B)(4). The products were not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Distal emboli, emergency surgery, death and are known outcomes of following stent implantation and does not represent a device failure. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time. This final report is associated with 2 patient deaths with unknown demographic information as noted in the publication. This is one of 6 reports involved with the reported events and are associated with manufacturer report numbers 9616099-2015-00044, 9616099-2015-00045, 9616099-2015-00046, 9616099-2015-00048, 9616099-2015-00049 and 9616099-2015-00050.